Event description:
It was reported that patient developed endophthalmitis one day post cataract procedure. The patient required hospitalization and vegamox was used as a therapeutic drug. It was stated that cultures are being done in the facility but at the time of this report no results are available. It was reported that the rear surface of the lens was cleaned for the treatment in the hospital and that the intraocular lens (iol) remains implanted. The account mentioned that the incision size was 2.4 mm. A separate report is being submitted for the dcb00v intraocular lens reference MFR report number 3012236936-2022-01436.

Manufacturer narrative:
Concomitant medical products: intraocular lens dcb00v tecnis simplicity preloaded 1-piece, phaco whitestar signature pro system model ngp680301 serial (B)(4), laminar flow phaco tip model opor3020l, infusion sleeve and test chamber model opos20l. Initial reporter name and address - phone number : (B)(6). Device manufacture date: unknown, as the lot number of the device was not provided. Device investigation: the device has not been returned for investigation at the time at this report. Lot number was not provided/cannot be obtained through reported information. Manufacturing record and complaint history review cannot be performed due to the lack of lot number. Product investigation cannot be completed at this time. If further information is received, file will be reopened to document the new information received. Additional information: the account reported that a possible cause for the infection could be related to the medical staff¿s hand-washing method. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson has been submitted.